Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the 2644640 lot code for alval. No other reports were found against the remaining product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Revision due to metallosis.

Manufacturer narrative:
This is a duplicate report of 1818910-2013-27461r. This report, 1818910-2013-20005, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-27461.